Event description:
On 11/7/2023, it was reported by a sales representative via sems- (B)(4) that an ar-1999hh ratcheting handle, hybrid hudson, and an ar-9545-t15h torque indicating adaptor had an issue. While inspecting the ar-1999hh ratcheting handle inside the warehouse, it was discovered that the instrument appears to be jammed and has difficulty disengaging from the ar-9545-t15h torque indicating adaptor. This issue continued after further testing in the warehouse, and the devices are no longer operational. This was discovered during inspection, with no patient harm reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is not confirmed. Upon visual inspection, the laser mark was fading and some discoloration on the device. Functional testing with mating parts ar-9545-t15-05 found that the device worked as required. No problem found.